Event description:
The customer reported that the device was powering off intermittently. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported that the device was powering off intermittently. There was no reported adverse patient impact. Philips evaluated the device, but the problem could not be recreated. Parts were replaced at the discretion of the repair person. The device passed all testing and was returned to service. As of (B)(6) 2010 there have been no further reports of this problem.